Event description:
It was reported that; an acdf c3-7 was performed. The surgeon final tightening the right c5 screw and the locking ring pushed out and stuck out from the plate. Surgeon removed the screw and pulled the locking ring from the plate out of the surgical site.

Manufacturer narrative:
Method: risk assessment: result: the customer reported event was confirmed via correspondence with the sales representative. The device was not returned and a valid lot number was not provided therefore manufacturing history could not be reviewed. No harm to the patient was reported. Conclusion: due to the device not being returned, a definite root cause cannot be determined.

Event description:
It was reported that; an acdf c3-7 was performed. The surgeon final tightening the right c5 screw and the locking ring pushed out and stuck out from the plate. Surgeon removed the screw and pulled the locking ring from the plate out of the surgical site.